Event description:
A surgeon reports noticing glistenings on an intraocular lens (iol). Patient impact is unk. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 11/14/2008 and 11/18/2008 by phone, fax, and mail. A completed questionnaire has not been received.